Event description:
The hospital reported that at the start of the evh. The vasoview hemopro 2 c-ring broke completely through and separated in the center. They tested the c-ring (which they routinely do) to make sure it advanced and retracted appropriately, which it did. A new device was used to complete the procedure. Extra time under anesthesia. No components detached inside the patient. There was a procedural delay while waiting for a new device. No injury to patient.

Manufacturer narrative:
Tw (B)(4) updated sections: b4, b5, d9, g3, g6, h2, h3, h6, h11. Corrected section: h6-code 4648 changed to 2199. The device was returned to the factory for evaluation on 04/13/2026. An investigation was conducted on 04/14/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the arms of the c-ring. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be cracked/split and melted in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well the evaluation results, the reported failure "break; c-ring" was confirmed. History record review was completed for the lot # 3000510191. There was an ncmr, rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that at the start of the evh. The vasoview hemopro 2 c-ring broke completely through and separated in the center. They tested the c-ring (which they routinely do) to make sure it advanced and retracted appropriately, which it did. A new device was used to complete the procedure. Extra time under anesthesia. No components detached inside the patient. There was a procedural delay while waiting for a new device.